Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was high this morning. The patient's blood glucose exceeded 500 mg/dl at one point. The customer treated with a manual insulin injection. Her insulin pump also alarmed with no delivery during a manual prime. The customer was able to successfully prime with the insulin pump, and she was advised that the device was working as designed. However, the insulin pump will be returned for analysis.